Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 563 mg/dl, 552 mg/dl and 214 mg/dl when all tests were performed within 10 minutes on the advantage system. Reporter indicated that he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were taken or treatment received. No adverse event reported. A request made for the return of the suspect device and replacement product was sent.